Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, and was instructed to continue using pump and call back if issue returned, which customer acknowledged and understood.